Event description:
It was reported that the patient stated that this inflatable penile prosthesis (ipp) was not working properly. However, a surgical procedure was performed during which it was noted that the ipp was functioning well, and no device issues were identified. All components were removed and replaced. There were no patient complications reported.